Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and a cracked battery compartment. This report is made based on the results of an investigation completed on 09/23/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/23/2014 with the following findings: audio bolus button cover missing with the pump. Display turned dim pink contrast. Battery compartment cracked found below the bumper pad to case seal. (B)(6).